Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Treating healthcare professional reported a patient was injected with one syringe of juvéderm volux in the chin and jawline and then just over a week later began experiencing nodules, pain, abscesses and flare ups. About two weeks after onset patient was treated with keflex and bactrim, and then another round of antibiotics soon after. About two months later patient had more bactrim start and then steroid injection the following month. Another month later, patient had cirpofloxacin started. Two weeks later, patient was injected with hylenex and 5fu with ultrasound. Another two weeks later, patient was injected with more hyleenx and 5fu. Event is ongoing.